Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the following readings were obtained on a neonate patient, using the inform ii system compared to a lab result, within 10 minutes: 33 mg/dl, 54 mg/dl (inform ii) and 71 mg/dl (lab). No actions taken based on device results. Patient was breast-fed and then supplemented with formula. No adverse event reported. Caller states that the alcohol may not have been dry prior to the heelstick. Requested return of suspect device and strips, and replacement was sent.